Manufacturer narrative:
One zimmer tapered screw vent implant was returned for inspection. A visual inspection revealed that the internal drive surface is heavily worn and contains the base of an unknown fractured screw. The other half of the screw was not returned for inspection. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: a singular cause cannot be determined.

Manufacturer narrative:
(B)(4). Product returned was the implant ((B)(4)). Top part of the abutment screw was not returned.

Event description:
It was reported that patient presented to the office with abutment screw broke and radiograph appeared to show fracture at neck of implant. Patient returned for uncover, screw removal and exploration of implant ((B)(4)), it was found that the implant was fractured at collar. Implant was removed.